Event description:
It was reported that sudden battery discharge was observed. No further information is available.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on programmed parameters and device usage, a longevity calculation was performed and found to be below normal limits. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.